Event description:
It was reported by the patient to the legal department via telephone that following his right knee surgery he began experiencing clicking, felt movement and felt like his right knee was loose. He was revised on (B)(6) 2012.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stryker knee system (right). The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.